Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf hip stem. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was walking when he spontaneously felt and heard a snap and pop in the area of is hip, lost his balance and fell to the ground without the ability to stand. It is further alleged during the revision surgery the surgeon noted " femoral component was significantly damaged around the trunnion and the femoral neck of the prosthesis and the femoral head was disengaged from the femoral component. " there were also findings of "diffused metallosis" and "dark black and dark brown fluid."